Event description:
Discordant, falsely elevated chloride results were obtained on three patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument and an alternate instrument, resulting as expected. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated chloride results.

Manufacturer narrative:
A siemens customer service engineer (cse) was at the customer site. After evaluation of the instrument and instrument data, the cse changed the ion selective electrode (ise) firmware from 2.23 to 2.22 and performed ise calibration. Quality controls were run, resulting within range. The cause of the discordant, falsely elevated chloride results is unknown, as samples resulted as expected upon repeat testing prior to service. The instrument is performing according to specifications. No further evaluation of the device is required.